Event description:
It was reported that air bubbles were observed within the canister and infusion set tubing. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.